Manufacturer narrative:
Tech support found there was an open wire in the high tension cathode cable. Biomed replaced both of the high tension cables. Biomed verified operation using hut service checklist, and the hut service manual. Unit passed checkout procedures and was returned to service.

Event description:
On 5/18: customer reports during a procedure, the fluoro failed. Procedure was completed without incident; no reported injury.